Event description:
Pt awoke not feeling well. Pt tested blood glucose on the suspect device and it was 396 mg/dl. Pt took insulin and ate. Two hrs later pt retested blood glucose on the suspect device and it was 404 mg/dl. Pt took more insulin. At 12pm, the paramedics were called and paramedics tested pt's blood glucose on paramedics device and it was 45 mg/dl. Pt was taken to the hosp and given glucose.